Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a portion of the tissue bag attached to the bead. Upon inspection, engineering noted that the remaining portions of both the tissue bag and cord loop each showed signs of being cut with an instrument. It is likely that the tissue bag and cord loop were cut with a sharp instrument after cinching, prior to removal. The instructions for use (IFU) states ?do not cut bag cord prior to removal from port.? Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic cholecystectomy & diagnostic - "[surgeon 1] went first to perform a lap chole. He removed the gallbladder using cd001. After [surgeon 1] removed the gallbladder [surgeon 2] came in and performed a lap diagnostic checking for endometriosis. It was then that [surgeon 2] found the bead within the patient." Patient status - no patient injury.